Manufacturer narrative:
Prior to the impedance checks, the patient had not been using the nalu system since (B)(6) 2024 due to having misplaced the external components during a move of residences. Prior to losing the device in april, the patient had not reported any issues with the system and had previously reported reduction in pain from 9/10 down to 4/10. The patient reported no falls or other traumatic physical events that may have contributed to the device malfunction, however the patient did report a physical move of residence took place in (B)(6) 2024. It is unclear how physically active the patient was during the move or if that activity potentially contributed to the device malfunction.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder and arm pain. In (B)(6) 2024 the firm was contacted to perform impedance testing in preparation for an MRI scan due to a possible stroke. Impedance testing found 2 electrodes showing open circuits and the scan was not able to be performed. On (B)(6) 2024 a full system explant was performed to allow the patient to move forward with any necessary diagnostic procedures. The device was heavily encapsulated in scar tissue and thus was cut apart and destroyed during the explant. The device is not able to be tested due to the condition after explant and was discarded at the medical facility.